Event description:
It was reported that, "during the tha, the trident 10 x3 insert did not lock into the trident psl ha cluster. Therefore, the surgeon implanted a trident 0 x3 insert instead of it."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.